Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with idiopathic functional urinary incontinence since 2006. It was reported there was a return of incontinence since (B)(6) 2016. It was unknown what factors caused or contributed to the issue. No diagnostics or troubleshooting was performed. The device was reprogrammed on (B)(4) 2016 but the event was ongoing. The event was assessed as related as not serious, not related to the procedure and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the outcome was not resolved as the patient exited the study on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the stimulator also stopped on (B)(6) 2016. Further information received clarified that the stimulator was stopped on (B)(6) 2016 for irm and was reprogrammed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.